Manufacturer narrative:
Investigation result: one 30852 sample was received in opened packaging from lot 24036252 for investigation. No residual fluid was present and no connecting products were available to aid the investigation. The customer reported that "anaesthetic staff have noticed difficulty in priming the line especially from the extension line with antisiphon valve." Further information provided by the customer indicates that the infusion set could not be primed. The returned sample was subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe from stock. It was found that to initiate flow it required more pressure on the line with the anti-siphon valve, than on the line at the y-site; however, flow could be achieved in each instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24036252 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that the bore size for the anti-siphon valve tubing and y-site tubing are different sizes - 0.6mm and 3mm respectively; with the former being considered to be microbore tubing. The smaller bore of the tubing means that a higher resistance is placed upon the fluid during infusion, therefore this can translate into an increased force being required to manually prime or inject into the infusion line. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 30852 products.

Event description:
No additional information.

Event description:
It was reported that the bd y-set w/antisiphon vlv had flow issues. The following information was provided by the initial reporter: anaesthetic staff have noticed difficulty in priming the line especially from the extension line with antisiphone valve.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.